Event description:
It was reported that the 2800 system had poor image quality and corrupted software causing the c-arm to run slowly. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.